Manufacturer narrative:
Bci field service engineer (fse) replaced the solenoid valve connected to the reagent probe b. The fse cleaned the cuvettes and verified operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The fluid leak was found on top of the reaction wheel cover and in the drip tray under the reagent probes. No injury was reported.